Event description:
It was reported by the systems longevity study team that the left ventricular lead dislodged. It was also reported that there was a sudden rise in threshold, muscle stimulation and no capture. The lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.